Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms since the device change out procedure. It was noted the physician had difficulty inserting the terminal pin into the device header and used mineral oil to resolve the issue. Technical services (ts) discussed this is likely a connection issue. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Additional information indicated that excess mineral oil from the change out procedure was causing the lead to slip.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the patient elected to endure a device removal procedure due to personal reasons. No device allegation was associated with the device explant. The device was received for reliability analysis.